Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) . The purpose of this MDR submission is to report the investigation finding of the returned device. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the delivery wire remained inside the concomitant microcatheter. The introducer component was not returned for evaluation. The concomitant microcatheter was flushed in order to try to remove the involved enterprise stent; however, strong resistance was felt. Then, the microcatheter was dissected at different points; dried clots, and residues of dried blood were found in the inner lumen. The delivery system was not able to be removed. The issue reported in the complaint that the enterprise device became impeded in the microcatheter was confirmed based on the condition of the returned device; however, with the information available and the evidence obtained from the returned devices, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The complaint detailed that a continuous flush had been maintained through the microcatheter; however, the amount of residue found in the microcatheter suggests that the flush may have not been adequate, without an adequate flush, issues such as resistance between the delivery wire and the microcatheter can arise. Other circumstances or issues may occur while using the device that could not be replicated during the analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7442514. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00751 and 3008114965-2023-00752. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 14-nov-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00751 and 3008114965-2023-00752. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during stent-assisted endovascular embolization procedure, the 4mm x 30mm enterprise 2 stent (encr403012 / 7442514) was impeded in the tip of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31032666) and could not pass through the microcatheter. The physician removed the microcatheter and the stent from the patient and switched to new devices to complete the procedure. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. Per the additional information, the procedure was targeting a cerebral aneurysm (vessel location was not specified). When the stent was removed from the patient, it was still on the delivery wire. The stent / stent delivery system could not be inspected due to being stuck in the microcatheter. The replacement devices were another 4mm x 30mm enterprise 2 stent (encr403012) and another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7442514. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00752. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.